Manufacturer narrative:
Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The reported condition was verified in the rdf. The rlad was returned for investigation. Visual inspection revealed no anomalies. The reported problem could not be duplicated when the returned rlad was tested in-house. The terumo bct service technician was able to duplicate the issue during checkout of the device. The rlad was replaced. The device has been used several times since the repair with no issues. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Event description:
The customer reported that fluid was detected by the return line air detector (rlad) when no fluid was present. Patient information is not available at this time. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
Root cause: the root cause of this problem could not be determined given the information available. Since replacement of the return line air detector has resolved the issue it is likely that his part was at least a contributing factor, but because no problem could be identified with the rlad in our analysis, this cannot be confirmed.

Event description:
Patient information was not relevant to this record because the alarm occurred during setup,prior to connection to any patient.